Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that it was communicated that the requested clinical documentation was not available for inclusion in the medical investigation but the ¿devices were not defective¿. Per complaint details, the revision was performed due to dislocation; however, without the x-rays, operative reports and explant for evaluation, the clinical root cause of the dislocation could not be definitively concluded. Patient impact beyond the reported dislocation and revision could not be determined. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka with an unknown journey ii bcs knee insert, a revision surgery was performed on (B)(6) 2021 due to dislocation, the surgeon said the devices were not defective. The procedure was completed using a s+n back-up device. The current health status of patient is unknown.